Manufacturer narrative:
H3: product ID: 97745, serial#: (B)(6) was returned for analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. The main board was also dead causing there to be no power. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had difficulty recharging their implanted neurostimulator (ins) since last night. Patient service specialist helped the patient inspect the recharger antenna cord, recharger plug, and controller port, but no visible damage was detected. Patient service specialist had the patient blow into the controller port and clean the recharger plugs. Patient attempted to recharge the ins, but the controller wouldn't recognize the recharger plugged in after multiple times. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back stating they got a new rtm since the ins battery was completely dead. The pts controller turned on but the ins battery was showing it was dead in charge and could not stimulate. The ins was not wanting to charge for it kept showing battery empty cannot provide stimulation recharge the implanted device. During call pt reset the controller and when they plugged rtm into the controller they got the message battery empty cannot provide stimulation recharge the implanted device and could not charge. An email was sent to repair to replace the controller. Pt called back stating they got the new controller and wanted to meet with a medtronic rep to set it up since they were afraid they would have a lot of problems. The pt did not have a hcp and did not want a list sent to them. Pt accepted agents offer to help set up the controller over the phone, pt paired controller and was able to recharge the ins at excellent. The controller battery was at 80% and ins was dead in charge. Case reopened and reassigned to add serial number and send email to repair. Pt called back stating they were charging the implant and implant was at 60% and controller was 100% and after a little over an hour of charging the implant, the controller displayed battery empty cannot continue recharge the controller. Agent had pt reset controller and saw no damage to controller battery compartment or the battery pack. Pt plugged controller into power supply cord and saw controller at 30% and implant 80%. Agent sent email to repair to replace the battery pack. Agent will call pt back tomorrow to further troubleshoot. Agent made outbound call to the pt. Pt confirmed they received replacement battery pack from this case. Agent had pt start implant charge and saw controller at 100% and implant 80% recharging excellent. Pt asked - agent reviewed updating date and time on the controller. No further action needed. Case reopened & reassigned to mail a physicians listing. Patient called back reporting that they are still having charging issues. Patient stated that after all the replacements, they are still unable to advance past the checking the recharger screen. Patient noted that the previous replacements helped for a short period of time but they still cannot properly charge; patient added that they were able to charge their implant fine yesterday and now are unable to advance to the recharge quality screen. Patient mentioned that the controller is fully charged and the implant is at 40%; patient added that the equipment does everything it is supposed to do until the recharger is attached to the controller. Patient stated that the only thing they did different from their usual charge sessions is turn up their intensity from 5.5 to 6.0. Patient reported that they are frustrated with all these charging issues and do not understand what is happening. Agent advised the patient to follow up with their doctor and have the implant checked; patient stated they do not have a doctor except the one who referred them to get the stimulator and need to be sent a list. Agent mailed a physicians listing to the patient. Pt called back stating that today they were still having trouble with the equipment as when they were trying to recharge the ins, the controller would get stuck spinning on checking the recharger and not advance. Pt said that the equipment was working on and off and that the ins would start charging when they played around with the equipment, but they didn't know what they were doing to make it work. Pt said that the only thing that hadn't been replaced yet was the ins battery. Pt did not see any apparent damage to the equipment. Pt noted that they had difficulty removing the battery pack from the controller, reinserting the battery pack into the controller and getting the recharger cord in and out of the controller. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt did not see the controller green light come on. Pt confirmed that the battery pack was fully seated in the controller. Agent had the pt unlock the controller; pt saw the batteries screen. The controller had a plug icon and the ins was at 80%. Agent understood that the battery pack either wasn't fully seated or placed in the controller correctly. Agent had the pt remove the battery pack from the controller and then reinsert the battery pack into the controller; pt then saw that the controller was at 100% with finished indicated and the controller light was solid green. Agent had the pt initiate an ins recharging session. The controller got stuck spinning on checking the recharger. Agent reviewed controller replacement with the pt. Pt noted that they charged the devices every night. Pt called stating they received the new controller and needed assistance in pairing it to the ins. Pt struggled to follow direction and kept pushing buttons. While on the call pt was able to pair the device to the ins. Controller 90% and the body is at 0%. While on the call pt was charging excellent. Agent reviewed how to update time and date. Pt will call back if they need additional assistance.